Event description:
Customer reported difficulty with the quick bolus/wake button on the pump, which required multiple presses to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with removing the pump from its case, offered instructions on pressing the button, and decided to replace the pump. The customer will use manual insulin delivery as a backup while awaiting the replacement pump and was guided on returning the faulty pump using a pre-paid label.